Event description:
It was reported to the manufacturer by the end user, per the end users caregiver, the patient fell off the bed, between the rails,and got his foot caught in the foot rails. Patient left foot was injured. The patient went to the hospital. The hospital wrapped and treated the left foot. Numerous requests to this family have been made to retrieve and inspect the product involved with this alleged incident report with no response from the family. (B)(4) was entered into our system.